Event description:
Standard insertion handle that was bent during surgery. The surgeon was performing a lateral entry nail procedure and while inserting the femoral nail, the jig on the handle would not line up and it was discovered that the handle was bent and the screws would not target. There was a 30 minute delay in the procedure. The date of event is unknown. It is unknown if the handle was already bent in this specific case or in a previous case. No patient information was provided. (B)(4).

Manufacturer narrative:
Device history record review: the manufacturing documents were reviewed and no complaint related issues were found. Placeholder